Event description:
The customer reported that the system shuts down on its own. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the parts on the system and repaired the power supply. The system operates as intended.